Event description:
It was reported "the inserter felt resistance at the time of guidewire withdrawal, and noticed that upon removal the wire was deformed." The procedure was completed with the same device. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire/catheter resistance could not be confirmed by the photo. The photo shows a guidewire with kinks towards the distal end. Signs of use in the form of biological material were observed. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the inserter felt resistance at the time of guidewire withdrawal, and noticed that upon removal the wire was deformed." The procedure was completed with the same device. There was no patient harm or injury.no medical intervention required. The patient's current condition is reported as "fine".